Manufacturer narrative:
Complaint conclusion: the stent dislodged while attempting to place the stent. It was entangled in the guidewire and was snared through another access site. Another stent was used to complete the procedure. There was no patient injury. The physician had a subclavian stenting case. The physician tried to use a palmaz genesis stent (9x39). They had a six french sheath in first and upsized to a seven french 90cm sheath. They were unable to get the stent precisely placed before the stent slipped out of the subclavian into the ao arch. The stent itself detached from the delivery system and they were unable to remove it through the sheath. Fortunately, they had a wire still through the stent struts. They maintained the wire through the stent while they obtained femoral access in the left. Once they had access, they were able to pass a snare up and retrieve the stent and pull the snare, stent, and sheath out as a unit. They ended up placing another non-cordis stent to complete the procedure. There was no patient injury. The device was not returned for analysis. A device history record (DHR) review of lot 17016008 revealed no anomalies or non-conformances that can be associated with the reported complaint. According to the instructions for use ¿the cordis palmaz genesis peripheral stent on opta pro .035" delivery system is intended for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch (and) is not indicated for use in the arcus aorta or the aorta descendens to the bifurcation aortae. Prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Potential complications associated with peripheral artery stent implantation may include, but are not limited to, the following: failure to deliver the stent to the intended site.¿ the reported ¿endovascular sds/stents-dislodged-in patient (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Event description:
As reported, the stent dislodged while attempting to place the stent. It was entangled in the guidewire and was snared through another access site. Another stent was used to complete the procedure. There was no patient injury. The physician had a subclavian stenting case. The physician tried to use a palmaz genesis stent (9x39). They had a six french sheath in first and upsized to a seven french 90cm. They were unable to get the stent precisely placed before the stent slipped out of the subclavian into the ao arch. The stent itself detached from the delivery system and they were unable to remove it through the sheath. Fortunately, they had a wire still through the stent struts. They maintained the wire through the stent while they obtained femoral access in the left. Once they had access, they were able to pass a snare up and retrieve the stent and pull the snare, stent, and sheath out as a unit. They ended up placing another non-cordis stent to complete the procedure. There was no patient injury.

Manufacturer narrative:
The device was reportedly available for analysis; however, the device has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is unknown. Concomitant devices: unknown guidewire and unknown sheath. (B)(4).